Event description:
Nevro is the company, major pain and lumps at incision site. Spoke with doctor's office and called and made an appointment. And then arrived at appointment and showed the doctor and the representative of nevro the lumps on my back. The doctor and representative of nervo had me bend over and looked at my back the incorrect way. I have all the photos of after the surgery and all of the swelling and redness and video as well. I ended up leaving (B)(6) 2 months later after the surgery. I was in the ER (emergency room) of (B)(6). After being seen by the doctor in ER and doing a cat scan. I was immediately taken into spinal surgery. They removed an absence from my spine and the whole entire equipment. There was an immense amount of infection. I had sever sepsis. The doctor said I almost contracted meningitis. I called nervo and let them know what had happened and it seemed as if no one cared. I did six weeks of antibiotics through a PICC line. Once I arrived in (B)(6) after the treatments. I called nervo back because the representative called me to ask me how I was doing with the device. (B)(6) had no idea that the device had been removed so I asked to speak with someone higher up. That didn¿t go well. I am now in worse pain, have worse neuropathy. And to make it worse with in the first month of having it implanted, I called the nevro representative and I also spoke with the representative (B)(6) on the phone and let both of them know that I was being electrocuted. At least that's what it felt like. When I was in (B)(6) and I let (B)(6) know that I was not doing well he suggested that I raise it even more. Soon after I was in the ER. I have all the evidence. I am now trying to find a spine doctor here in (B)(6) to help me with nerve pinch, nerve compression, beyond amounts of spinal pain, way more then before. Dr. (B)(6), neurospine. Has the images of the implant device and the infection. I believe. They didn¿t give me the product back that was removed.